Event description:
The customer reported that the system intermittently would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos, rtos and gib batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.